Event description:
Information was received from a patient on 2022-10-27 who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the reason for call was pt said they haven't been using their ins because it's over stimulation and they feel shocks going off of it. Pt said they wanted the ins taken out, however, their health care provider (hcp) and a  manufacturing representative (rep) that they met with recommended that they meet with a different rep for reprogramming. Pt said they haven't charged their ins in well over a year because it was uncomfortable. Pt mentioned that the stimulation worked on their legs but not on their back. Pt said their back was eaten up with arthritis and their last 3-4 vertebrae have no cushioning (pt mentioned that they did an MRI). Additional information was received from the patient on 2022-12-19. The pt reported that it felt like they were being shocked just about every time they changed and used it. They finally quit using it. They would love to have it removed. They have lost a lot of weight since the surgery, about 60 pounds. The issue was not resolved. They called to see what they could do and they were told that they would need to have an MRI before their healthcare provider would see them. Pt also reported that they have had really crazy bad pain from the implant and now it sticks out a lot and hitting it against anything will "send you to the moon".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.